Event description:
There is a problem with the manufacturing/storage process of the tubing and the chemolocks due to supply chain issues. Chemolock products may be sitting out in non-temperature controlled areas causing issues with the plastic. There have been several incidents of the bonded spinning injector portion of the chemolock attachment falling off and having a chemo leak. FDA safety report ID# (B)(4).